Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the description for more information regarding the specific circumstances of this event. A corrective and preventive action (CAPA) investigation was performed to further evaluate this behavior and a software application update was implemented to change the atrial sense lead configuration to off when the device is programmed to a non-atrial sensing mode. Boston scientific will continue to monitor and trend these complaints to ensure that the rate remains within expectations as outlined in our quality systems process.

Event description:
It was reported that this patient with a history of atrial fibrillation (afib) was seen for normal follow-up appointments and a increasing power consumption was noted from the device battery. Boston scientific technical services was contacted to evaluate the device battery longevity. It was confirmed that the device was depleting due to high atrial rate sensing and periodic changes in the right ventricular (rv) pacing percentages. It was recommended to evaluate the necessary pacing percentages, as well as consider additional methods of control for the patient's afib. The physician performed diagnostics and the patient was enrolled in remote monitoring to resolve the event. The device remains implanted and in-service and the patient was stable with no adverse consequences.